Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that surgeon revised patient's right knee poly insert due to poly wear. Surgeon revised to a cs insert.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding a revision due to alleged wear involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Method & results: - device evaluation and results: not performed as the device was not received for evaluation. - medical records received and evaluation: no medical records were received for review with a clinical consultant. - device history review: could not be performed as the lot # is unknown. - complaint history review: not performed as the lot # is unknown. Conclusions: the exact cause of the event could not be determined because the device was not received for evaluation. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's right knee poly insert due to poly wear. Surgeon revised to a cs insert.